Manufacturer narrative:
A review of the manufacturing paperwork is being conducted. The review of the manufacturing paperwork has not been completed. Further investigation is in process.

Event description:
On (B)(6) 2006, the patient was implanted with four gore excluder aaa endoprostheses. On (B)(6) 2008, the patient was implanted with a gore excluder aaa aortic extender endoprosthesis.